Manufacturer narrative:
It was reported that the head of the advanta bed raised on its own, the patient shifted positions during the head of the bed raising and the patient's leg got caught in the siderail resulting in injury and bruising to the patient's thigh area. No medical intervention was reported. Multiple attempts to obtain additional details of the event have been unsuccessful. The advanta bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. The bed's upper siderail contains caregiver (outer) and patient control (inner) that contain the head up and down functions. Upon the baxter service technician's arrival for inspection of the bed, the technician noted that the bed had no a/c power functions working, the technician could not duplicate the reported issue. The technician did replace the logic board, left and right caregiver control panels and four motor couplings. In this event, the patient was noted to have sustained, injury and bruising, to the thigh area. A bruise or hematoma is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Most bruises / hematomas heal without treatment, cold compresses may reduce bleeding if applied immediately after the injury, and may reduce swelling, discoloration, and pain. The customer did not provide the necessary details to determine the severity of the alleged injury that was sustained in addition to the reported bruising. If any additional relevant details are received, the complaint will be addressed accordingly. The inspection of the device notes that the issue could not be replicated due to the bed having no a/c power. However, if the reported event were to recur (head of bed raised on its own), the unintentional movement may cause or contribute to a death or serious injury.

Event description:
It was reported that the head of the advanta bed raised on its own, the patient shifted positions during the head of the bed raising and the patient's leg got caught in the siderail resulting in injury and bruising to the patient's thigh area. No medical intervention was reported. Multiple attempts to obtain additional details of the event have been unsuccessful. This report was filed in our complaint handling system as complaint: (B)(4).